Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode was active at the time of incident.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 460 mg/dl. Customer also stated that they started insulin pump yesterday unable to program basal prior using the new insulin. Customer requested assistance with programming the insulin pump. Customer was advised to follow up with healthcare professional if current settings needed to be changed. Assisted customer with programming insulin pump. Insulin pump will not be returned for analysis.